Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient experienced an infection. In turn, the system was explanted on an unknown date to address the issue.